Event description:
It was reported by the rep that the one lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported that the lcsc5 was not operating during the case. The generator was making the correct beeps when the foot pedal was depressed but the blade did not cut. The hp052 was used and the lcsc5 was taken off of the field. The surgeon completed the case with bovie. There was no pt consequence.